Event description:
It was reported that the patient had high impedance during generator replacement. The previous generator was unable to be interrogated due to low battery, and was being replaced due to low battery. The surgeon disconnected the lead and wiped the pin of the new generator clean and re-inserted the lead and diagnostics performed again however it still read high lead impedance over 10,000 ohms. He opened an accessory pack and tested the generator to ensure that it was not a faulty device. The impedance was good. The lead was replaced. The explanting facility historically does not return explants, therefore the lead has not been returned to date. No additional or relevant information has been received to date.

Event description:
Product analysis was completed on the returned devices. The pulse generator would not interrogate ¿as received¿ prior to decontamination or at the product analysis lab bench. The pulse generator case was removed and the battery still attached to the printed circuit board assembly, the battery measured 0.020 volts, confirming an end of service condition. Visual examination showed tool marks on the pulse generator case and header. These tool marks are most likely associated with manipulation of the device during the implant/explant procedure as the observed markings are consistent with devices typically used in a surgical procedure. Additionally, burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool. During the visual analysis of the lead, the ends of the connector pin and connector ring quadfilar coils appeared to be broken approximately 342mm from the end of the connector boot. Scanning electron microscopy was performed on the connector pin quadfilar coil break (found at 342mm) and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. The area on the remaining broken coil strand was identified as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and fine pitting. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. With the exception of the observed discontinuity the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. No additional or relevant information has been received to date.

Event description:
The device has been received by livanova and product analysis is underway but not completed to date. No additional or relevant information has been received to date.